Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level due to a bent cannula at the site. Therefore, he tried to treat it with a bolus via pump and multiple daily injection, but on (B)(6) 2021, the patient went to the emergency room due to high blood glucose level and was subsequently, hospitalized. His highest blood glucose level was 400 mg/dl and the infusion had been used for one day. During hospitalization, he received fluids of saline, anti-vomiting medicine and an unspecified medication (drug name unknown) intravenously as corrective treatment. On (B)(6) 2021, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.